Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis and dimensional testing were performed on the device. Device was returned with stent protector and mandrel. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the crimped stent found evidence of stent damage with struts lifted at the distal section of the stent. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 32 synergy stent balloon catheter was advanced for treatment. However, during deployment, the shaft broke off. The procedure was completed using the original device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery.

Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 32 synergy stent balloon catheter was advanced for treatment. However, during deployment, the shaft broke off. The procedure was completed using the original device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery.

Event description:
It was reported that shaft break occurred. The target lesion was located in a tortuous and calcified left anterior descending artery. A 2.75 x 32 synergy drug-eluting stent was advanced for treatment. However, during deployment, the shaft break. The device was then removed and deployed non-boston scientific stent and the procedure was completed. There were no patient complications reported.